Manufacturer narrative:
Initial report ref natus complaint# (B)(4). The customer said that the post was bent from the beginning and never was tight. The sales manager thinks that when they went to adjust the amplifier arm it pulled out because it wasn't secure. This is how/why it fell on the patient. The sales manager requested that the whole assembly be replaced. An adverse event questionnaire was sent to the customer. Per (B)(4) rev 25 emg-iom risk analysis file, hazard ID - 6.7, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. UDI number to be confirmed.

Event description:
Part 022346 - natus amplifier holder & arm - ub3 cart. The amplifier arm fell on the patient. The customer provided pictures of the arm. Per the customer, the arm comes right of the hole if they pull on the arm.

Manufacturer narrative:
Follow up report 001 ref natus complaint (B)(4). The amplifier arm is on a natus ultrapro system, serial number (B)(6), UDI (B)(4). The customer was shipped a replacement natus amplifier holder & arm - ub3 cart. The customer reports that when they were investigating the incident, the providers let her know a patient was not harmed or touched. The machine was pulled forwarded and the arm came out of the hole, and fell between the cart and the bed. Nothing was touched. The customer completed the questionnaire and the following was noted - the customer confirmed there was no injury. The arm of the machine came out of the hole of the cart. The provider had to keep the arm from falling on to the ground. This occurred before the procedure was started. The defective part was taken by the technician, when he went to install the new arm but has not yet been returned to natus. An email was sent asking that the amplifier arm be returned to natus for investigation. Install date: system installed on january 25, 2022

Event description:
Part 022346 - natus amplifier holder & arm - ub3 cart. The amplifier arm fell on the patient. The customer provided pictures of the arm. Per the customer, the arm comes right of the hole if they pull on the arm.

Manufacturer narrative:
Follow up report 002 ref natus complaint#(B)(4). Per field service technician (fst), the arm was not the issue. It was the post assembly that fits into the cart. Instead of the normal post, the customer had a post that inserts into the cart about 1/4 inches across compared to the normal cart post. It almost looks like a post from an old vikingquest cart setup. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. No complaint trends have been identified. Per doc-013953 emg-iom risk analysis file, hazard ID - 6.7, the risk is considered low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. The affected amplifier arm be returned to natus for investigation. The amplifier arm is on a natus ultrapro system, serial number (B)(6), UDI (B)(4).

Event description:
Part 022424- amplifier arm post - rear unb. The amplifier arm fell on the patient. The customer provided pictures of the arm. Per the customer, the arm comes right of the hole if they pull on the arm.

Manufacturer narrative:
Follow up report 003 ref natus complaint (B)(4). The affected part was returned and the following was noted: the damaged part was bent at approximately a 30 degree angle with numerous gouges in the metal of the shaft. The bend in the post effectively reduces the working length of the post. With the length reduced, it's possible the mounting post slipped out of the lower hole of the cart and the arm would make a sudden falling motion until the mounting post bound in the upper hole. Root cause/probable root cause: the damaged (bent) post made it effectively shorter and easier for the mounting post to slip out of the lower hole. If the user tries to adjust the arm without loosening the adjustment knob it is much harder to adjust and this force would be transmitted to the mounting post causing it to bend. Recommended actions: continue to monitor this type of failure for additional occurrences. Device history record was reviewed and no related faults/issue found. Manufacturing date: ultrapro system - (B)(6) 2021 faillure confirmed: yes investigation result code: neuro sbu/physical damage closure rationale: complaint verified, being tracked as a trend. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part 022424- amplifier arm post - rear unb. The amplifier arm fell on the patient. The customer provided pictures of the arm. Per the customer, the arm comes right of the hole if they pull on the arm.